Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed and showed a lack of lubricant material in the device. The lens was observed stuck at the cartridge tube. The cartridge tip was observed crack and deformed. The reported issue was verified. However, the condition in which the sample was received is consistent with a product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a pcb00 15.5 diopter pre-loaded 1-piece intraocular lens (iol) was noticed cracked during handling and prior to insertion. No additional information was provided.